Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-33, lot# va07a6d, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was later reported that the patient had their implantable neurostimulator (ins) implanted in (B)(6) 2013 and at that time the battery became uncomfortable. In (B)(6) 2013, the patient¿s doctor moved the battery to the other side. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that information was requested regarding MRI. The area to be scanned was the l-spine. The scan was likely related to the implant though the reporter was not sure. The patient had had multiple bladder surgeries and it was noted that the patient's device (per the reporter, not sure if this same device or a different device) was pressing against the patient's sciatic nerve and had to be moved to other side of body. The reporter thought that was 2013 but they weren't sure. The patient currently had back pain with radiculopathy to the left leg and going down to the foot. If additional information is received, a follow up report will be sent.